Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens and the cartridge were conducted correctly. Additionally, we have not received any other complaints from these batches. Additionally, based on the investigation, the damage to the haptic and the optic suggests that the incorrect technique was used to load and eject the lens from the cartridge. Lenstec therefore recommends users to consult the IFU for the correct procedure and technique for loading and ejecting the lens. Furthermore, the cart45s cartridge was not returned for inspection, however, it is compatibility with the softec I +24.0d lens that was used and once the IFU is followed, a successful ejection should occur.

Event description:
Lenstec, inc. Received an email notification stating "haptic ripped off while injecting. Incision enlarged and another lens implanted."